Event description:
It was reported the gastrointestinal videoscope presented scope communication error b30. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to h6 field. Corrected fields: h6 updated fields: h2, h11 in addition, the following reportable malfunctions were identified during the device evaluation: image noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.